Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a loss of connection and an adverse event occurred. Date of issue is an approximation. The patient's husband stated that the continuous glucose monitor was displaying a signal loss and was unable to receive readings. He knew her sugars were increasing; however, he was unsure how much to provide her for a bolus. He took the patient to the ER to have them check her sugar readings as he did not have a glucometer. He stated he thinks the patient was treated with insulin, but he could not remember. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available